Manufacturer narrative:
Lot number was not provided by the reporter. Without lot number, it is not possible to determine the manufacture date or expiration date. 3m professional service specialist followed up with the customer. 3m professional service specialist discussed taping techniques, provided literature on tips when using multipore dry tape and proper taping techniques for tubing. Neither sample nor lot number were provided with this report.

Event description:
Customer reported 3730-0 multipore dry tape was used to secure an infant's nasal endotracheal tube (ett). Customer alleged the ett slipped through the tape resulting in an unplanned extubation. The infant reportedly required re-intubation. No additional information was available.